Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event.

Event description:
The customer reported that the burn was 3rd degree which was excised and sutured but did not require a skin graft.

Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a patient received secondary burns to the leg from a metal clamp that was attached to the drapes and a wet towel near the rem pad location.